Event description:
Additional information received reported that at the first follow up, three new groups were added that did not give stomach stimulation but the existing two groups that did were not deleted. The patient complained that the first two groups gave stomach stimulation even though the three other groups did not and gave good coverage. On (B)(6) 2016, three new groups were added that did not give stomach stimulation and on (B)(6) 2016 the two groups that did give stomach stimulation were deleted so the patient couldn't change back to them. Regarding the reported diarrhea, the primary care physician told them that it was irritable bowel syndrome.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that stimulation was in an undesired location. The patient was feeling stimulation throughout their intestines, kidney, and on the left side of the stomach area since implant on (B)(6) 2016. This was causing diarrhea. When the patient was in bed, the patient was ¿feeling strong.¿ this statement was interpreted as stimulation feeling strong when the patient was in bed. The patient was going to meet with their health care professional (hcp) on (B)(6) 2016 for more programming and wanted a manufacturer representative to be there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.